Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the magnetic location was lost and catheter could not be visualized while using a localization generator, additionally error 1105-2 and 1113-2 were displayed. Picture provided showed error code 1318. No patient complications occurred. Cases were postponed until replacement. There is not any indication if the device will be returned. This event is being reported for aborted/cancelled procedure with a patient under sedation.